Manufacturer narrative:
Continuation of d10: product ID {{d-evolutfx-2329}; product lot/serial number {{unknown}}; product type: {{0195 heart valves}}; implant date {{na}}; explant date {{na}} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during a transcatheter aortic bioprosthetic valve replacement procedure, a second valve was implanted for an unknown reason. No further information was provided.

Manufacturer narrative:
Image review: intraprocedural fluoroscopic images were provided for review of the event. Patient¿s executive summary was not provided for anatomical review. There is evidence of coronary protection of the left coronary artery identified by a percutaneous coronary intervention guidewire in the coronary. Fluoroscopic valve load inspection was performed and a misload appeared to be present by overlap to node 4. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. However, the valve was used for the procedure. A pre balloon aortic valvuloplasty was performed prior to the valve implant. The valve was deployed just prior to the point of no recapture and an infold was noted. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as ca lcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. Evidence supports that the infolded valve was not released; a new valve was prepped and confirmed a good load. A second balloon aortic valvuloplasty was performed prior to the implantation of the new valve. The new valve was implanted without any issues with infolding. Post implant dilatation was performed. Final angiogram revealed possible mild aortic regurgitation/paravalvular leak. Due to poor imaging, an echocardiogram would be needed to assess and quantify the regurgitation. There is no evidence of any further intervention nor reports of patient complications. Updated data: d3 h2 h3 h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b1. B2. Removed intervention required. B5. Added second paragraph. D4. H1. H4. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during a transcatheter aortic bioprosthetic valve replacement procedure, a second valve was implanted for an unknown reason. No further information was provided. Additional information was received indicating that during deployment of the first valve and infold was observed. Per the physician, the patient's calcified anatomy contributed to the infold. The valve was recaptured and withdrawn from the patient. Subsequently, a new valve was implanted in the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
Updated data: b5 h6 additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve procedure, no misload was observed while loading. During the first deployment attempt, the infold was observed and the valve was recaptured one time and was withdrawn from patient. A procedural delay resulted from the infold. Per the physician, the patient's aortic calcification and bicuspid valve contributed to the event.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.